Manufacturer narrative:
Engineering calculations determined that this device did meet expected longevity. The device was put through and failed therapy verification testing. The device was unable to complete therapy verification testing due to ther extent of battery depletion. Data stored in the device memory indicates that the device reverted to storage mode due to battery voltage on (B)(4), 2010. This device was explanted on (B)(4), 2010. Utilizing a specialized programmer, testing confirmed that the device was capable of delivering normal pacing bradycardia output. The elective replacement indicator (eri) to end-of-life (eol) interval was greater than 90 days. It was concluded that the reversion to storage mode did not represent a device malfunction but occurred as a result of a delay in the recommended replacement timeframe associated with a noncompliance issue with the patient.

Event description:
--

Event description:
Boston scientific received information that this clinic nurse contacted technical services to report that this device triggered end-of-life (eol) and the clinic planned to deactivate the patient from the latitude monitoring system due to non-compliance issues. Subsequently, the local representative contacted technical services to report that this device, which was implanted in (B)(6) 2007, triggered eol in (B)(6) 2010. The local representative informed technical services that the device was now in storage mode and asked what the monitoring voltage was for eol. The local representative commented that the patient developed complete heart block (chb) while driving and was not admitted to the hospital for a device replacement procedure. The device was returned to boston scientific's post market quality assurance laboratory for laboratory testing.

Manufacturer narrative:
The device is currently undergoing laboratory testing.